Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported receiving an urgent low alert on her cgm. Reading 50 mg/dl. At that time, she was experiencing a severe headache. The patient performed a fingerstick bg, which measured 74 mg/dl, and stated that the cgm readings were "jumpy and erratic". Due to her symptoms, she presented to the emergency room the same day, where a repeat fingerstick bg measured 78 mg/dl. For her headache, the patient was treated with morphine and toradol; however, she was unable to recall the dosages or additional details of these medications. The patient reported that her glucose levels increased afterward, and she was subsequently discharged. When returning home, the patient realized that she lost her receiver. It was noted that the patient was not connected to an insulin pump. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.